Event description:
Reporter alleged blood glucose measured 150 mg/dl back to back with a result of 300 mg/dl afterwards. Customer stated having high readings however had no symptoms. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.